Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had partial display. Customer¿s blood glucose was 333 mg/dl at the time of incident. Customer states that on the actual screen where lines go black and gray and one blue line and it's hard to read at times. Customer states they cannot read the display. Customer states that reservoir was unable to lock in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with missing segments/partial display due to cracked lcd glass. Reservoir able to lock into place and no physical damage to reservoir compartment noted.